Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor errors and threshold suspend. The customer states the sensors are not lasting and giving false readings. The customer states the sensor raid they were below 40mg/dl, when they were 150-180mg/dl. The customer's blood glucose level at the time was over 150mg/dl. Troubleshooting was conducted. The customer was advised to discontinue use of the sensors, and that they would be replaced and returned for analysis.